Manufacturer narrative:
The pump was returned to animas. Eval revealed a misaligned display screen and partially dislodged force sensor pins. The force sensor resistance reading was out of calibration. Review of the pump history revealed two "no cartridge detected" warnings. An "ezprime" operation was performed during which the pump dispensed fluid from the cartridge and emitted a "no cartridge detected" warning.

Event description:
The pt alleged that the pump dispensed insulin during the load step.